Event description:
It was reported that the programmer froze upon power up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer froze upon power up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer claim that the programmer froze upon power up. As it had been requested the new hard drive was reimaged and the software reloaded. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.